Event description:
The tech found when testing the bed that the CPR function is not working. The head down function works, but the head goes down very slowly.

Manufacturer narrative:
The technician determined the problem to be a faulty CPR valve and a faulty down valve solenoid cartridge. The technician replaced CPR valve and head down valve to repair the bed.